Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-606h-(B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tubing exhibits minor scratch marks and signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 20,572 joules of use and 4:18 minutes, the physician "hit prostate stone and ruined fiber". The fiber was exchanged and the procedure was competed with the second fiber. The tip of the first fiber was not cleaned during the procedure. Patient outcome: "no injury". There was no injury to patient reported.